Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a common bile duct stone removal procedure performed on (B)(6), 2015. According to the complainant, during the procedure, when the physician withdrew the jagwire guidewire after removing the stone, the hydrophilic tip was detached inside the patient exposing the tip of the metal corewire. The detached tip was found under radiography and attempts to retrieve the detached tip were unsuccessful. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage.¿ there is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a common bile duct stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician withdrew the jagwire guidewire after removing the stone, the hydrophilic tip was detached inside the patient exposing the tip of the metal corewire. The detached tip was found under radiography and attempts to retrieve the detached tip were unsuccessful. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.